Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was abandoned and the patient had a new system implanted on the opposite side. The system was replaced due to normal battery depletion. Shortly after the procedure, the two device were found to be interacting and oversensing was observed. Boston scientific technical services discussed that in order to avoid this, reprogramming needs to occur. However, just over a month later another procedure occurred to remove this old device completely. At this time, the existing system remains in service and there have been no additional adverse patient effects reported.